Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate these products remain in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited an shock impedance measurement of 0 ohms. Review of lead data revealed shock impedance measurements were stable in the 30 ohm range with only one low measurement. Slight noise was observed on the rate/sense channel however, was not oversensed by the device. Technical services discussed the low shock impedance measurement may be due to electromagnetic interference (emi). The patient was scheduled to be seen in clinic. Technical services discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating the patient was brought into clinic for further evaluation. All shocking configurations were tested and measurements were within range. No further testing was performed and there are no plans for a revision procedure at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.